Manufacturer narrative:
Complaint trend analysis found no other complaints have been reported for this product codes. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available.

Event description:
Surgeon reported a revision acdf case with a patient that he implanted the skyline 40mm plate and screw. The surgeon indicated the screw had backed out of the plate past the cam locking mechanism and he verified on x-ray. Sales rep confirmed no products are being returned for evaluation.